Manufacturer narrative:
Possible event date is (B)(6) 2019.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "leak in the back drain pipe" prior to patient use. There were noadverse effects.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in poor condition. Device underwent functional testing by filing the tank with water with disposable attached. The customer complaint was confirmed as a leak at the area of the drain elbow was observed. It was noted the customer unsuccessfully tried to plug a leak with foreign substance, so the exact origin of the leak could not be seen. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.